Event description:
Reporter alleged the advantage system would not download blood glucose pt info and the cable connection was loose. The domestic manufacturer determined one of the display icons was partially visible. No actions were reported taken or treatment was received. A request was made for return of the suspect product and a replacement was sent.